Manufacturer narrative:
(B)(4). After battery installation, the down keypad button did not respond to any keypad presses since the keypad flex cable ripped off. Unable to perform displacement test due to the torn cable. The unit was received with dog chew marks at the base of the pump as well as on the reservoir tube lip. The bottom end cap is missing. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.